Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that to treat a lesion at the mid left circumflex artery (lcx), pre-dilatation was performed with an unspecified 2.5 x 12 mm non-compliant balloon. After pre-dilatation, a xience pro 3.0 x 15 mm stent was advanced to treat the lesion. The stent delivery system (sds) balloon was inflated to 10 atmospheres (atm) at it was thought that the stent was deployed in the lesion. But while withdrawing the sds, it was noted under fluoroscopy, that the stent had dislodged. The dislodged stent could not be retrieved from the vessel; therefore it remains in the patient. A xience pro 3.0 x 15 mm stent was deployed in the target lesion at 14 atm. There was no adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that snaring was attempted a few times but was not successful to retrieve the dislodged stent. No additional information was provided.